Event description:
It was reported to resmed that an astral device failed to provide ventilation when initiated. Subsequently, the patient was switched to an alternate device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs and performance testing could not confirm the reported complaint. The investigation determined there was no fault found with the returned device. The device was performing to specifications. Resmed's risk associated with use of the device remains acceptable. Resmed reference#: (B)(4)

Event description:
It was reported to resmed that an astral device failed to provide ventilation when initiated. Subsequently, the patient was switched to an alternate device. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an investigation can be performed. The device has not been returned, therefore resmed is unable to confirm the alleged malfunction at this time. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).